Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed low alarm and went into threshold suspend mode due to an inaccurate sensor glucose reading. The blood glucose reading was 115 mg/dl, compared with the sensor glucose reading of 54 mg/dl. The customer declined troubleshooting assistance, advising that the issue had been resolved and had not led to any serious injury or hospitalization. Nothing further reported.